Manufacturer narrative:
A ge representative evaluated the system and reseated a circuit card and cable connectors. The system operates as intended.

Event description:
The customer reported the monitors intermittently shut down. No pt injury was reported.